Manufacturer narrative:
The investigation of this complaint was limited because no sample was returned, unable to confirm the root cause of this issue. A review of the device history records showed there was no observations recorded during manufacture to suggest an issue of this nature would occur. Model number was unknown. No product information has been received to date. Operator of device was unknown. No information has been received to date.

Event description:
It was reported that upon opening the brush was missing from box. No patient involvement or injury was reported.